Manufacturer narrative:
A maquet field service engineer (fse) was dispatched to investigate the cause of the failing internal leakage sub-test during the pre-use checks. During the on-site visit the fse was unable to recreate it. Repeated functions, safety, and pre-use checks were performed, with no abnormalities/anomalies detected. Analysis of the received device logs confirmed the occurrence of the failed internal leakage sub-test intermittently on the date of event. Additional information received states that the customer had experienced leakage in the patient circuit. Based on this information ,it is our conclusion that the device detected a leakage during the pre-use checks testing and alarmed accordingly. There is no evidence to support a malfunction of the ventilator.

Event description:
(B)(4).

Event description:
It was reported that the user interface screen broke off the ventilator. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
This is a correction to the follow-up 1 report sent and received previously which had the incorrect information provided within it regarding the reported complaint. All of the incorrect information has been corrected on this follow-up 2 report. Our investigation into the reported matter has been finalized. According to the received information, the customer performs their own repairs. That being said, no parts have been returned to us for further investigation. A photograph of the broken panel holder (user interface holder) has been received, and confirms the breakage of the user interface holder. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration of 6 ms, and total number of 1000 impacts. Our conclusion, based on the received picture is, that the mechanical part had been exposed to a mechanical force beyond its designed specification. It is unknown under which conditions the reported panel holder broke. This is a correction to the follow-up 1 report sent and received previously which had the incorrect information provided within it regarding the reported complaint. All information has been corrected on this follow-up 2 report. Our investigation into the reported matter has been finalized. According to the received information, the customer performs their own repairs. That being said, no parts have been returned to us for further investigation. A photograph of the broken panel holder (user interface holder) has been received, and confirms the breakage of the user interface holder. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration of 6 ms, and total number of 1000 impacts. Our conclusion, based on the received picture is, that the mechanical part had been exposed to a mechanical force beyond its designed specification. It is unknown under which conditions the reported panel holder broke.

Event description:
(B)(4).